Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via log file analysis. On 30july2024, 4 driveline fault alarms (error code 16) are active at 4:11:05, 8:13:02, 8:13:18, and 8:41:05. The yellow wrench alarm was active during these alarms as well. Intermittent elevated phase 1 values were observed throughout the log file. On 30july2024 at 04:11:05, phase 1 value spiked to 118 which was higher than phase 2 and 3 values. Pump function did not appear to be affected during these active driveline fault alarms. There were no other notable alarms active in the log file. A root cause of the reported event was not conclusively determined through this analysis. The heartmate 3 system controller serial number was not provided, therefore a DHR review was not performed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook (rev. C) section 4 entitled ¿living with the heartmate ii¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate ii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
X-rays were taken of the driveline.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had driveline fault alarm. Log file captured low flow events on (B)(6) 2024. In addition, the log captured 4 driveline fault alarms beginning at 4:11 am on (B)(6) 2024. The patient was transferred to baylor university medical center. The images showed a few bends in the driveline, though that could be due to the angle of the shot. Since a repair had already been completed, another repair could not be done. On 01aug2024, the system controller was exchanged with no further alarms noted. Multiple power disconnections were performed for data analysis. Additional log files did not contain any driveline faults. There were no unusual events recorded in the log file event history.